Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received preservative-free morphine (unknown concentration, 5 mg/day) in an implantable pump for an unknown indication for use. The patient was admitted to the hospital on (B)(6) 2018 due to overdose syndrome. The symptom onset was reported as (B)(6) 2018. The patient dose was 5 mg, then it was decreased to 1.5 mg, and then to 2.5 mg. The cause of the overdose symptoms were not determined. The patient was admitted again on (B)(6) 2018. The patient's status was currently stable. The hcp decided to program the pump to off mode. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a the foreign hcp via the manufacturer representative indicated the drug concentration at the time of the event was 25mg/ml (type was unknown). In regards to the second hospital admission on (B)(6) 2018 after the drug dose was decreased to 1.5mg/day; the patient was admitted to the intensive care unit (ICU) and received naloxone infusion. On (B)(6) 2018, the morphine was replaced with normal saline. The patient was discharged home on (B)(6) 2018. No further information was provided.

Event description:
Additional information received from a foreign health care provider (hcp) via manufacturer representative on 2018-aug-27 indicated the patient experienced a decreased level of consciousness and hypoventilation; respiratory rate below 6 [respirations/minute]. The patient denied experiencing fever or taking other sedatives. The reported environmental/external/patient factors included a pump re placement (on (B)(6) 2018) in which the current pump was implanted replacing the previous 20ml reservoir model. Furthermore, at that time the catheter was replaced to include a new pump catheter segment to make the catheter shorter. Following the replacement surgery on (B)(6) 2018, the patient went home and was fine without issue. The issue was considered ongoing and hcp was trying to convince the patient to replace the pump (and spinal cord stimulation implantable neurostimulator as it had been off for 3 years). After filling the pump with saline on (B)(6) 2018, the patient experienced pain. The status of the pump was reported as implanted - remains in service. No surgical intervention occurred, but surgical intervention was planned; not scheduled. The status of the patient was stated to be alive and with no injury. The patient medical history and concomitant medications were unable to be obtained. No further complications were reported/anticipated.

Manufacturer narrative:
Conclusion code was updated to 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.